Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "customer stated that they have had 6 clip appliers fail over the last 8 or 9 months. She didn't have the dates of the events. She described the main issue as clips scissoring or coming out sideways."